Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer states changing sets but her levels still remaining high. The customer's blood glucose levels at the time of incident were over 200mg/dl. The customer's current blood glucose level was 270mg/dl. The customer states her blood glucose levels have reached 500mg/dl range. Troubleshooting was conducted and the customer was sent out tubing clamps to continue testing device. Nothing is being returned at this time.